Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced transient loss of consciousness and required resuscitation in the hospital. The s-ICD delivered two appropriate shocks for ventricular fibrillation, however, the first shock was unable to convert the rhythm. Reportedly, the s-ICD also exhibits high impedance within normal range. Further review of the device data was requested to technical services (ts). Upon ts review, it was discussed that the failed conversion does point towards the increased impedance outside the typical range. In addition, oversensing of non-cardiac signal in the subcutaneous echocardiogram (s-ECG) is observed. Troubleshooting suggestions were provided. Additional information indicates the patient remains admitted in the hospital and is being monitored. The clinic has decided to schedule the patient for the s-ICD system explant and replace it with a transvenous device, however, there is no confirmation of the s-ICD replacement at this time. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced transient loss of consciousness and required resuscitation in the hospital. The s-ICD delivered two appropriate shocks for ventricular fibrillation, however, the first shock was unable to convert the rhythm. Reportedly, the s-ICD also exhibits high impedance within normal range. Further review of the device data was requested to technical services (ts). Upon ts review, it was discussed that the failed conversion does point towards the increased impedance outside the typical range. In addition, oversensing of non-cardiac signal in the subcutaneous echocardiogram (s-ECG) is observed. Troubleshooting suggestions were provided. Additional information indicates the patient remains admitted in the hospital and is being monitored. The clinic has decided to schedule the patient for the s-ICD system explant and replace it with a transvenous device, however, there is no confirmation of the s-ICD replacement at this time. In addition, it was also observed that the s-ICD system exhibited undersensing of the ventricular fibrillation (vf), resulting in a delay to therapy. The s-ICD system remains in service. The s-ICD system was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced transient loss of consciousness and required resuscitation in the hospital. The s-ICD delivered two appropriate shocks for ventricular fibrillation, however, the first shock was unable to convert the rhythm. Reportedly, the s-ICD also exhibits high impedance within normal range. Further review of the device data was requested to technical services (ts). Upon ts review, it was discussed that the failed conversion does point towards the increased impedance outside the typical range. In addition, oversensing of non-cardiac signal in the subcutaneous echocardiogram (s-ECG) is observed. Troubleshooting suggestions were provided. Additional information indicates the patient remains admitted in the hospital and is being monitored. The clinic has decided to schedule the patient for the s-ICD system explant and replace it with a transvenous device, however, there is no confirmation of the s-ICD replacement at this time. In addition, it was also observed that the s-ICD system exhibited undersensing of the ventricular fibrillation (vf), resulting in a delay to therapy. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced transient loss of consciousness and required resuscitation in the hospital. The s-ICD delivered two appropriate shocks for ventricular fibrillation, however, the first shock was unable to convert the rhythm. Reportedly, the s-ICD also exhibits high impedance within normal range. Further review of the device data was requested to technical services (ts). Upon ts review, it was discussed that the failed conversion does point towards the increased impedance outside the typical range. In addition, oversensing of non-cardiac signal in the subcutaneous echocardiogram (s-ECG) is observed. Troubleshooting suggestions were provided. Additional information indicates the patient remains admitted in the hospital and is being monitored. The clinic has decided to schedule the patient for the s-ICD system explant and replace it with a transvenous device, however, there is no confirmation of the s-ICD replacement at this time. In addition, it was also observed that the s-ICD system exhibited undersensing of the ventricular fibrillation (vf), resulting in a delay to therapy. The s-ICD system remains in service. The s-ICD system was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced transient loss of consciousness and required resuscitation in the hospital. The s-ICD delivered two appropriate shocks for ventricular fibrillation, however, the first shock was unable to convert the rhythm. Reportedly, the s-ICD also exhibits high impedance within normal range. Further review of the device data was requested to technical services (ts). Upon ts review, it was discussed that the failed conversion does point towards the increased impedance outside the typical range. In addition, oversensing of non-cardiac signal in the subcutaneous echocardiogram (s-ECG) is observed. Troubleshooting suggestions were provided. Additional information indicates the patient remains admitted in the hospital and is being monitored. The clinic has decided to schedule the patient for the s-ICD system explant and replace it with a transvenous device, however, there is no confirmation of the s-ICD replacement at this time. In addition, it was also observed that the s-ICD system exhibited undersensing of the ventricular fibrillation (vf), resulting in a delay to therapy. The s-ICD system remains in service. The s-ICD system was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced transient loss of consciousness and required resuscitation in the hospital. The s-ICD delivered two appropriate shocks for ventricular fibrillation, however, the first shock was unable to convert the rhythm. Reportedly, the s-ICD also exhibits high impedance within normal range. Further review of the device data was requested to technical services (ts). Upon ts review, it was discussed that the failed conversion does point towards the increased impedance outside the typical range. In addition, oversensing of non-cardiac signal in the subcutaneous echocardiogram (s-ECG) is observed. Troubleshooting suggestions were provided. Additional information indicates the patient remains admitted in the hospital and is being monitored. The clinic has decided to schedule the patient for the s-ICD system explant and replace it with a transvenous device, however, there is no confirmation of the s-ICD replacement at this time. In addition, it was also observed that the s-ICD system exhibited undersensing of the ventricular fibrillation (vf), resulting in a delay to therapy. The s-ICD system remains in service. The s-ICD system was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported. The device was returned for analysis.